Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The needle pulled off from the suture during use. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2012. (B)(4). Conclusion: the actual sample returned was a detached needle without suture remnant in the needle hole and an 13 cm long thread. Based on the thread ends and on the used needle which shows several instrument marks the cause could not be verified. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Representative samples were returned for evaluation. They were visually and functionally examined for needle pull tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.